Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced vitamin d deficiency ("vitamin d deficiency") and abdominal distension ("look like I was 4 months all the time") and was found to have weight increased ("I weight 115 lbs"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, vitamin d deficiency, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, medical device removal, vitamin d deficiency and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced vitamin d deficiency ("vitamin d deficiency") and abdominal distension ("look like I was 4 months all the time") and was found to have weight increased ("I weight ((B)(6)"). The patient was treated with surgery (essure removed). At the time of the report, the medical device removal, vitamin d deficiency, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, medical device removal, vitamin d deficiency and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- case was upgraded to serious incident. New event medical device removal, I weight (B)(6) and abdominal distention was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain, dyspareunia and dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 2773 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced vitamin d deficiency ("vitamin d deficiency") and abdominal distension ("look like I was 4 months all the time") and was found to have weight increased ("I weight 115 lbs"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, medical device removal, vitamin d deficiency and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.83 kg/sqm. [Pathology test] on (B)(6) 2017: preoperative diagnosis: pelvic pain. Specimen(s) submitted: a: uterus, cervix with bilateral fallopian tubes. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: reporters, medical history, lab data, patient information, indication, event onset date, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.